Event description:
The user reported a "grinding" noise from the roller pump between 3 and 5 liters flow. The pump was not being used for cardiopulmonary bypass at the time the event occurred. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.